Event description:
Reportedly, on operating, fired on the arteria cystica but the clip did not form tightly then confirmed the bleeding occurred from the area. Another clip was applied to control the bleeding. Procedure: cholecystectomy.